Manufacturer narrative:
The ge service rep troubleshoot the system then reviewed the error logs. The problem indicates sbc boot problem, new sbc kit on order. He replaced the system sbc and loaded the new software and reloaded the calibration files. The system functions normally at this time.

Event description:
The customer reported intermittent loss of a video on the monitor. Also, the system intermittently will boot when cold. It requires a reboot.